Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for investigation but does not reflect the alleged device. Confirmation of the complaint was undetermined via data. The root cause could not be determined via data. No injury or medical intervention was reported.